Manufacturer narrative:
The technical service consultant reviewed device programming information; however was unable to provide the estimated rate of remaining battery life, as pacing percentages were omitted. Additionally, the consultant included some talking points and a link to a educational document, so as to provide further insight into some possible root causes. At this time, no additional information has been provided and the device remains implanted and in service. If new details are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a recent device follow-up, a questionable rate of accelerated battery decline was expressed. Boston scientific's internal technical service department was consulted for an estimated rate of remaining battery life and to explain the current remaining longevity percentage. The most recent interrogation report was sent for evaluation; no adverse patient effects reported.